Event description:
Written report and photographs received from baxter. The report states "off/tubing-connector" noted "during patient use." Photographs show that the tubing separated from the housing at the y-connection site. National complaint coordinator (ncc) states, "customer did not report any injury or medical intervention."

Manufacturer narrative:
The product has been requested. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time. Review of the complaint history reveals other reports have been received for this product for the reported issue.